Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter during catheter introduction. Product defect was noted during use. The following information was provided by the initial reporter: when puncturing the patients, the catheter loosens from its capsule, damaging the vein and channeling.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter during catheter introduction. Product defect was noted during use. The following information was provided by the initial reporter: when puncturing the patients, the catheter loosens from its capsule, damaging the vein and channeling.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20ga unit with the needle and catheter pressed up against a person skin. Further inspection of the photograph displayed the needle which had speared through the tubing wall at the nose of the adapter. This is considered a base spear through. This was the evidence to confirm and support a manufacturing related issue for the reported defect relating to an equipment misalignment, bent tubing or air blow inconsistency. There is a possibility for the defect to originate due to improper use, however, based feedback, this scenario is unlikely. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.